Event description:
The pt received a left and right peritoneal implant and flexblock cranial grid implant. Two weeks after receiving the implants, the pt had an allergic reaction. The doctor stated that the pt was fatigued, had skin discoloration of a brownish color around the implant site and a large blister. The doctor stated that three months after the procedure the pt continued to experience the fatigue, skin discoloration and large blister. The pt requested removal of the implant blister. The pt requested removal of the implant. The doctor removed the implant in 2005.